Event description:
According to the customer, he bent over to 'grab something' when sitting in the shower chair and the leg 'bent' causing him to fall 'backwards' and hit his 'left side on the bath tub'.

Manufacturer narrative:
According to the customer, he bent over to 'grab something' when sitting in the shower chair and the leg 'bent' causing him to fall 'backwards' and hit his 'left side on the bath tub'. The customer reported that he sustained an '18 inch bruise', needed help getting to his feet, and went to an 'orthopedic' physician who performed an 'x-ray' confirming '2 rib fractures'. According to the customer he has been taking over-the-counter 'tylenol' for his pain. The customer is requesting a replacement. Sample is available for return. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated d4: lot number. Updated d9: device return date. Updated h3: device evaluated by manufacturer. Updated h6: type of investigation and investigation conclusions.